Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the right ventricular (rv) lead coil became unraveled. The lead was scrapped, and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The exposed superior vena cava (svc) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Blood was observed on the shaft seal of the lead. The helix of the lead was extrinsically bent. The analyst noted there was found the defib svc exposed coil damaged and these finding related to the complaints reported. Additionally, there was found blood ingress in distal conductor without insulation breached. Blood ingress from the distal end through the sleeve head and shaft seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.